Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the first fiber used was "forward firing-decrease vapor efficiency" @ 87,720 joules and 18.36 minutes of use. The fiber tip (cap) was cleaned during the procedure. A second fiber was used and that fiber had "decrease vapor efficiency" @ 74,189 joules and 15:25 minutes of use. The fiber tip (cap) was cleaned during the procedure. The case was completed with a "turp". Patient outcome: "no injury". This report is for the first fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2093-518j-1150: the fiber cap exhibits drilled through condition; the fiber cap exhibits devitrification and melted glass; there is some white unknown substance noted inside the distal end of fiber cap; the heat shrink tubing exhibits mild signs of abrasions near the open end; the directional indicator (blue arrow) is partially erased. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.